Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two photograph of a device. The first photo depicts a gloved right hand holing a white ¿o¿ ring or gasket while the left hand is holding a spacemaker during a surgical procedure. The second photo depicts a gloved hand holding the distal end of the balloon while the other hand has a surgical device inside the cannula with an unknown white object in its jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia surgery, while being applied at the pre-peritoneal, the doctors started everything normal; they installed the device in the umbilical area, put it in the laparoscopic lens, and when they connected the knob to insufflate, the balloon did not fill with air, it leaked completely through the trocar. When they removed the device, a small white package was observed inside the balloon. The doctor performed a manual procedure instead which extended the surgical time by 15 minutes. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia surgery, while being applied at the pre-peritoneal, the doctors started everything normal; they installed the device in the umbilical area, put it in the laparoscopic lens, and when they connected the knob to insufflate, the balloon did not fill with air, it leaked completely through the trocar. When they removed the device, a small white package was observed inside the balloon. The doctor performed a manual procedure instead which allowed the expected surgical time. There was no patient injury reported.